Event description:
On 0/715/2015 - it was reported the pt's line broke. Pt reportedly ended up in the ICU septic after her line broke.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant. The device has not been returned to the MFR, at this time, for eval.